Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the driveshaft and etched spindle housing was identified as the probable cause of the device overheating. Corrosion of the internal components will generate heat as a result of friction.